Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Concomitant medical products: product ID: 8703w, lot# l50968, implanted: (B)(6) 1999, product type: catheter. Product ID: 8835, serial# (B)(4), product type: programmer, patient. Product ID: 8780, serial# (B)(4), implanted: (B)(6) 2014, product type: catheter. (B)(4)

Event description:
Information was received from the consumer, regarding a male patient receiving intrathecal dilaudid 1.5mg/day (concentration unknown) via an implantable infusion pump. The indication for use of the device was for non-malignant pain. It was reported that the patient's previous catheter was disconnected from his pump, but still left in their body when the pump was replaced and a new catheter was placed. The patient outcome remained unknown at the time of this event; if additional information is received this report will be updated.